Event description:
Patient reported experiencing elevated blood glucose of 444 mg/dl. His normal range was 130-150 mg/dl. He indicated that while changing his insulin cartridge, he noticed insulin in the cartridge compartment. Patient stated that the leak was caused by a cracked cartridge. He reported that he believed the infusion device should have provided an audiosignal alarm, alerting him of this issue. Patient indicated that he would switch to his backup device. He did not report any symptoms associated with the elevated blood glucose level. No medical assistance was required. Product was requested to be returned for evaluation.